Event description:
The event included the breakage of the head of a zero profile interlocking cortex screw during implantation. The affected screw shaft was left in the patient.

Manufacturer narrative:
Dr. (B)(6) inserted this screw using the appropriately-sized screwdriver on power. Final tightening was completed using the handheld screwdriver. The breakage occurred during the last 1-2 turns, as the screw was seating itself into the bone.